Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was double counting t-waves resulting in an inappropriate shock. Lead insulation damage was also suspected. It was further reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset and that wireless telemetry could not be established. The reset changed the ICD parameters and the ICD was reprogrammed until a procedure was performed to explant and replace both the rv lead and the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst commented that all electrical testing was within specified parameters and that an insulation breach was not observed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.